Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine change out, this right ventricular (rv) lead was stuck in the device header. Gentle traction was applied to remove the lead, however the insulation was damaged. The lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No adverse patient effects were reported.